Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. 959220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation was performed on the same day". The patient's medical history included menorrhagia, multigravida and parity 4. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced systemic lupus erythematosus ("autoimmune type symptoms-lupus erythematosus") with arthralgia, fatigue, photosensitivity reaction, synovitis and antinuclear antibody positive, sjogren's syndrome ("autoimmune type symptoms-sicca syndrome") and rash ("rashes/ rash on back"), 10 months 5 days after insertion of essure. On (B)(6) 2013, the patient experienced urinary incontinence ("leaking urine") and abdominal pain lower ("lower left quadrant pain"). On (B)(6) 2014, the patient experienced pericardial effusion ("pericardial effusion"), chest pain ("chest pain") and palpitations ("palpitation"). On (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and alopecia ("hair loss"). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"), dyspareunia ("dyspareunia"), teeth brittle ("brittle teeth"), urinary tract infection ("urinary tract infection"), pain in extremity ("pain in finger, heels pain"), dry eye ("dry eyes"), dry mouth ("dry mouth"), nasal discomfort ("sore in her nose"), oral pain ("sore mouth"), peripheral swelling ("swollen hand and feet"), back pain ("back pain"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (diagnostic laparoscopy with bilateral salpingostomy and bilateral essure device removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, systemic lupus erythematosus, sjogren's syndrome, fibromyalgia, allergy to metals, abdominal pain, dyspareunia, teeth brittle, alopecia, rash, urinary tract infection, urinary incontinence, abdominal pain lower, pain in extremity, dry eye, dry mouth, nasal discomfort, oral pain, peripheral swelling, chest pain, palpitations, back pain, genital haemorrhage and hypersensitivity outcome was unknown and the pericardial effusion had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, chest pain, dry eye, dry mouth, dyspareunia, fibromyalgia, genital haemorrhage, hypersensitivity, nasal discomfort, oral pain, pain in extremity, palpitations, pelvic pain, pericardial effusion, peripheral swelling, rash, sjogren's syndrome, systemic lupus erythematosus, teeth brittle, urinary incontinence and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2021: medical record received. Reporter information added, case became medically confirmed. Patient demographics and essure removal details added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 959220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation was performed on the same day". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced systemic lupus erythematosus ("autoimmune type symptoms-lupus erythematosus") with arthralgia, fatigue, photosensitivity reaction, synovitis and antinuclear antibody positive, sjogren's syndrome ("autoimmune type symptoms-sicca syndrome") and rash ("rashes/ rash on back"), 10 months 5 days after insertion of essure. On (B)(6) 2013, the patient experienced urinary incontinence ("leaking urine") and abdominal pain lower ("lower left quadrant pain"). On (B)(6) 2014, the patient experienced pericardial effusion ("pericardial effusion"), chest pain ("chest pain") and palpitations ("palpitation"). On (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and alopecia ("hair loss"). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"), dyspareunia ("dyspareunia"), teeth brittle ("brittle teeth"), urinary tract infection ("urinary tract infection"), pain in extremity ("pain in finger, heels pain"), dry eye ("dry eyes"), dry mouth ("dry mouth"), nasal discomfort ("sore in her nose"), oral pain ("sore mouth"), peripheral swelling ("swollen hand and feet"), back pain ("back pain"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (removed). Essure was removed. At the time of the report, the pelvic pain, systemic lupus erythematosus, sjogren's syndrome, fibromyalgia, allergy to metals, abdominal pain, dyspareunia, teeth brittle, alopecia, rash, urinary tract infection, urinary incontinence, abdominal pain lower, pain in extremity, dry eye, dry mouth, nasal discomfort, oral pain, peripheral swelling, chest pain, palpitations, back pain, genital haemorrhage and hypersensitivity outcome was unknown and the pericardial effusion had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, chest pain, dry eye, dry mouth, dyspareunia, fibromyalgia, genital haemorrhage, hypersensitivity, nasal discomfort, oral pain, pain in extremity, palpitations, pelvic pain, pericardial effusion, peripheral swelling, rash, sjogren's syndrome, systemic lupus erythematosus, teeth brittle, urinary incontinence and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: bilateral tubal occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 11-sep-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. 959220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation was performed on the same day". On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced systemic lupus erythematosus ("autoimmune type symptoms-lupus erythematosus") with arthralgia, fatigue, photosensitivity reaction, synovitis and antinuclear antibody positive, sjogren's syndrome ("autoimmune type symptoms-sicca syndrome") and rash ("rashes/ rash on back"), 10 months 5 days after insertion of essure. On (B)(6) 2013, the patient experienced urinary incontinence ("leaking urine") and abdominal pain lower ("lower left quadrant pain"). On (B)(6) 2014, the patient experienced pericardial effusion ("pericardial effusion"), chest pain ("chest pain") and palpitations ("palpitation"). On (B)(6) 2018, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and alopecia ("hair loss"). On an unknown date, the patient experienced fibromyalgia ("fibromyalgia"), dyspareunia ("dyspareunia"), teeth brittle ("brittle teeth"), urinary tract infection ("urinary tract infection"), pain in extremity ("pain in finger, heels pain"), dry eye ("dry eyes"), dry mouth ("dry mouth"), nasal discomfort ("sore in her nose"), oral pain ("sore mouth"), peripheral swelling ("swollen hand and feet"), back pain ("back pain"), genital haemorrhage ("abnormal bleeding") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (removed). Essure was removed. At the time of the report, the pelvic pain, systemic lupus erythematosus, sjogren's syndrome, fibromyalgia, allergy to metals, abdominal pain, dyspareunia, teeth brittle, alopecia, rash, urinary tract infection, urinary incontinence, abdominal pain lower, pain in extremity, dry eye, dry mouth, nasal discomfort, oral pain, peripheral swelling, chest pain, palpitations, back pain, genital haemorrhage and hypersensitivity outcome was unknown and the pericardial effusion had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, back pain, chest pain, dry eye, dry mouth, dyspareunia, fibromyalgia, genital haemorrhage, hypersensitivity, nasal discomfort, oral pain, pain in extremity, palpitations, pelvic pain, pericardial effusion, peripheral swelling, rash, sjogren's syndrome, systemic lupus erythematosus, teeth brittle, urinary incontinence and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2012: results: bilateral tubal occlusion. Most recent follow-up information incorporated above includes: on 28-aug-2020: this case become serious incident. Pfs received. Reporter's information added. Event : abnormal bleeding, hypersensitivity were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.